Event description:
It was reported that before use, the balloon of the fogarty catheter (12tlw803f, 64924196) did not inflate during inflation test. The issue was resolved by replacing the device. There were no patient complications reported.

Manufacturer narrative:
The product lab received one 12tlw803f catheter with stylet. The reported issue of the balloon not inflating was confirmed. As received, the balloon was found to be ruptured at the central area. The edges of latex did not appear to match up. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Both the balloon windings were intact. The through lumen was patent without any leakage or occlusion. There was no visible damage observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.